Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). Information was reported that the caller stated the patient's ins was removed because "it was not doing what it needed for the patient", the caller believes that the patient was not getting food therapeutic benefit from their ins. No further complications were reported. No additional patient symptoms were reported.